Event description:
The device was used during an unspecified procedure on sigmoid. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure. The hospital has reported no pt injury occurred.